Event description:
It was reported that the user received a replacement ilet that initially appeared unresponsive to the sleep/wake function, and an agent assisted the user with proper power-on procedure, after which the device turned on as expected. No adverse clinical effects reported. Outcomes included no impact to health and no alerts or alarms. Investigation included technical support troubleshooting and user education. Investigation of this case revealed normal device function after correct operation. It was concluded that no device malfunction occurred and that user guidance resolved the issue.